Manufacturer narrative:
H.6. Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10.

Event description:
It was reported that before use of the ultrasafe x100l png clear nvs stein the safety device was activated when the use picked up the syringe making the syringe unusable. The following information was provided by the initial reporter: "she explained that when she opened the box and picked up a pre-filled syringe the spring popped making the syringe unusable."

Manufacturer narrative:
PMA / 510(k)#: k011369, k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the ultrasafe x100l png clear nvs stein the safety device was activated when the use picked up the syringe making the syringe unusable. The following information was provided by the initial reporter: "she explained that when she opened the box and picked up a pre-filled syringe the spring popped making the syringe unusable."